Event description:
It was reported that the patient's pump was explanted due to infection. There was cellulitis over the pain pump site and pseudomonas in the pump pocket. Specific patient symptoms were not reported. The patient was treated with antibiotics. The pump was used to deliver morphine 10mg/ml. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.